Event description:
It was reported that the foot-switch on the 2600 system would not work properly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot-switch was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.